Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited long pauses in pacing. The pauses were observed via a phone check. Boston scientific technical services (ts) discussed possible oversensing may be leading to pacing inhibition. The device was explanted the following day due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and the device has not been returned for analysis. Should additional information become available this report will be updated.